Manufacturer narrative:
The device will not be received for analysis. If by the device is receipt a failure analysis of the complaint device will be performed, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polar sheath steerable sheath while inside the patient air bubbles were observed when the tip of the balloon catheter was inserted into the sheath, air was pulled in, but this continued even after this action was stopped. The sheath was replaced with another one of the same type and the procedure completed without patient complications. The device will not be returned since it was discarded.